Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number kkh477- m870935, and no non-conformances were identified. A box with four unopened samples of product code m8709, lot kkh477 were received for analysis. The complaint sample was not returned for analysis. During the visual inspection of four unopened samples, no defects were observed on the packets. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were examined along of strand and no defects or damaged were noted. A functional test was performed on the samples and the tensile force met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was observed, and the tested sample meet the finished goods requirements. Sixteen unopened samples of product code m8709, lot lbh420 were received for analysis. The complaint sample was not returned for analysis. During the visual inspection of thirteen unopened samples, no defects were observed on the packets. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were examined along of strand and no defects or damaged were noted. A functional test was performed on the samples and the tensile force met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was observed, and the tested sample meet the finished goods requirements. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were involved lots kkh477 and lbh420? Samples for both lots were returned.

Event description:
It was reported that the patient underwent carotid endarterectomy on (B)(6) 2019 and suture was used. After opening the carotid artery and suturing the bovine patch, the doctor was pulling the suture through the patch and the suture broke in the middle of the strand, resulting in blood loss of 100 cc of blood. No blood products were needed to resolve the issue. The doctor used additional like suture to complete the procedure. There were no adverse patient consequences reported.